Event description:
It was reported that the maxplus only leaked when used with the bd luer-lok¿ tip disposable syringe. The following information was provided by the initial reporter: "maxplus leaking when used with a bd 3ml syringe. Seemed to only happen when using the 3ml syringe."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the maxplus only leaked when used with the bd luer-lok¿ tip disposable syringe. The following information was provided by the initial reporter: "maxplus leaking when used with a bd 3ml syringe. Seemed to only happen when using the 3ml syringe."

Manufacturer narrative:
The following fields were corrected due to additional information: d9: device available for eval: no. D9: returned to manufacturer on: na. H.6. Investigation summary: video received for investigation. Upon visual inspection, a used syringe is observed and leakage at luer is displayed. Physical samples for this complaint were sent by the customer; however, we are unable to locate them at this time. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the possible lot numbers 1131291, 0318627 that could have contributed to the reported defect. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. However, actions have been implemented to include leak test using the max zero device prior to the syringe molding process, and identify failure modes in the mold temperature and issues in the injection process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.